Event description:
An endurant abdominal stent graft system was implanted in pt for the endovascular treatment of a 4.0 cm in diameter abdominal aortic aneurysm and an iliac artery aneurysm that was 7.7 cm in diameter. The vessel morphology was reported the iliac arteries were severely tortuous; there was a sharp curve where the end of the stent graft landed and no calcification. The stent graft was implanted without issue. It was reported later that evening the pt had a cold leg. The pt was brought back to the operating room and the CT demonstrated that where there was a sharp bend in the vessel the stent graft was filled with thrombosis from the iliac extension (MFR report #2953200-2011-01623) into the bifurcated ipsilateral limb (MFR report #2953200-2011-01622) to the flow divider. The physician elected to perform a femoral to femoral bypass to bypass the occluded vessel. No add'l clinical sequelae were reported, and the pt is fine.

Event description:
Films were received and reviewed. Pre-implant cta was evaluated; the reported occlusion event could not be reviewed. Large right iliac aneurysm observed which was severely tortuous distal to the iliac aneurysm, with areas of calcification. The cause of the occlusion could not be confirmed; however likely anatomy related due to the tortuous anatomy and calcification.

Manufacturer narrative:
(B)(4). Eval, results: (graft occlusion, fem-fem bypass). (Severely arteries). Conclusion: (severely tortuous arteries).

Manufacturer narrative:
Evaluation, method: (film evaluation).